Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was able to verify the customer¿s reported issue. The unit¿s screw with the port cover was loose. The service technician addressed this issue and performed testing on the unit. The unit operated correctly and passed all testing. The service technician ran the unit for an extended period of time to ensure no further problems occurred. The technician performed a pressure, flow and volume test on the unit. The unit passed all testing. An oxygen test was also performed on the unit with external oxygen and there were no leaks or loss of pressure from the supply.

Event description:
It was reported to carefusion that the unit's oxygen port kept falling out and the patient's mother has to keep tightening it. The customer stated that the reportable issue was discovered because the child's saturation levels decreased.